Manufacturer narrative:
Complaint no.: (B)(4). Date of event unknown. Operator of device unknown. The reported sample was returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. Functional test identified the reported condition as a leak spraying liquid from the back side of the bag. Magnified inspection of the leak location identified a puncture on the back side of the bag. The manufacturing process was reviewed in relation to the puncture and found no point in the process where the puncture could have occured. Based on evaluation findings, and manufacturing review, the root cause of the leak is unknown. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to have a hole at the fill port on the non-print side of the bag. Where in the process the leak was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.